Event description:
Patient reported elevated blood glucose of 507 mg/dl. Her normal range is 80-180 mg/dl. Patient indicated that air bubbles were forming around the luer lock connection. She indicated that, she was able to prime the air bubbles out while disconnected. In 2006, her blood glucose was 76 mg/dl. Patient indicated that insulin was not leaking around the luer lock connection. She stated that, she changed the infusion set, adapter, cartridge, and the issue recurred. Patient did not report any symptoms associated with this issue. The patient did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.